Manufacturer narrative:
03/04/1999- supplemental report #1 sent to FDA.

Event description:
The product was used during an unspecified procedure. Reportedly, there was interlock failure. The hospital has reported no pt injury occurred.